Event description:
The slot in the bone screw broke during insertion into very hard bone in the scaphoid (hand). The bone screw wasn't sitting flush with the skin so the doctor cut it off with a midas rex. The bone screw was removed 6 months later due to nonunion.